Event description:
It was reported from netherlands that during a cranial pre-surgery, it was discovered that the connector part of the perforator driver device disconnected from the device. It was further reported that the device probably fell apart during the cleaning procedure, although the cause and moment of defect could not be recovered. It was reported that there were no delays in the surgical procedure as the surgery had not yet begun when the issue occurred. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that it failed visual inspection because the connector part was disconnected. It was noted that the device was received with part of the clutch separated. Due to this issue, it was not possible to secure the attachment to the handpiece. It was determined that the attachment could be unlocked without depressing the clutch. During the assessment, it was observed that the locking mechanism of the device fell apart and could not be engaged. It was further determined that the device failed pretest for visual assessment, engagement assessment, speed assessment, vibration assessment and temperature assessments. It was determined that the most probable cause for the found defect was due to improper handling by the user. Therefore, the reported condition of the device coming apart was confirmed. The assignable root cause was determined to be traced to user, which is user error/ misuse.